Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/20/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one sealed box that pertain to product code vcpb946h, lot tdmmbe. Additionally, a photo was provided, and it showed two boxes with different needle tip patterns of the same type of needle cbt-1. Also, it was observed that the boxes belong to different lot numbers (tdmmbe and sgmhmm). Upon visual inspection of the returned box, the information printing on the box of the needle shows an ethiguard needle, sales type ctb-1, and point type blunt tip. In further investigation, it was found that the needle pattern on the box is according to the graphic with version v010 used for the lot tdmmbe. In addition, as per the sampling plan, a visual inspection was performed on thirteen samples. The samples were opened, and the needles belonged to ctb-1. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-00723, 2210968-2024-00724, 2210968-2024-00725, 2210968-2024-00726, & 2210968-2024-00727.

Event description:
It was reported a wrong needle pattern on the box. It was reported that the needle pattern on the box should be ethiguard which needle tip should be a little rounded. But actually the needle tip of the pattern is pointed as attached photo shows. This issue was found during goods inspection. Not involved in any surgery. Additional information was requested.